Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices have been returned, and are being analyzed as part of the event. Serial #: (B)(4), catalog #: 1650, exp. Date: 02/28/2017, mfg. Date: 02/28/2016. (B)(4). Serial #: (B)(4), catalog #: 1650, exp. Date: 12/31/2016 mfg. Date: 12/31/2015. (B)(4).

Event description:
It was reported that the patient complained that his batteries were not staying attached to one port of his controller. Upon inspection of the controller and batteries it was noted that there were bent pins in the power port as well as in two of the batteries. The patient denies causing any damage to the equipment and only reports getting the power disconnect alarm when his battery would pop off of the connector, but no pump stop issues. The site removed both batteries from service and decided to perform an elective controller exchange in which the patient tolerated well with minimal pump off time.

Manufacturer narrative:
(B)(4). Method - visual inspection; interoperability evaluation; actual device evaluated. Results - no failure detected. Conclusion - no failure detected, device operated within specification. The reported event of bent pins causing a poor mechanical connection was confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that (B)(4) passed visual examination and functional testing. Analysis of (B)(4) revealed that the device failed visual inspection due to bent pins in power port 1. Heartware has opened an internal investigation to evaluate bent pins in controllers and battery chargers. The most likely root cause of the reported event can be attributed to a forced connection. Additionally, the controller had a loose serial port. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. The loose serial port is not related to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.